Event description:
It was reported, a triple lumen power PICC catheter was noted to be occluded. A nurse performed a forceful flush to try to restore patency. The catheter then flushed and withdrew unusually well. X-ray performed and indicated a kink in the upper arm; likely rupture occurred distal to the kink following the forceful flush. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion is inconclusive due to the quality of the returned photograph. One photograph of a triple lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device outside of the patient and held by a clinician. No indication of an occlusion could be seen in the returned photograph. No other damage or irregularities were observed on the catheter in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.